Event description:
It was reported that a flogard infusion pump presented an f-94 alarm. It was not specified when in the process this occurred. There was no report of patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). The device was serviced on-site by a field service technician. A review of the alarm log was performed and evidence of an f-94 alarm was identified. Visual inspection identified a damaged power cord, which will be captured and reported in (B)(4). Power on self-testing was performed and verified the reported condition; an f-94 alarm was encountered. The cause of the alarm was determined to be an issue with the main batteries. To correct the condition, the main batteries were replaced. The device was serviced and restored to a good working condition. Should additional relevant information become available, a supplemental report will be submitted.